Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer states the insulin was squirting out during manual prime. The device was stuck on rewind complete or bolus delivery loop. Customer's blood glucose was 128 mg/dl. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was normal and he doesn't recall press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.